Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had receive a malfunction 12 during basal delivery. Tandem technical support assisted the customer with clearing the alarm. Blood glucose was 203 mg/dl.